Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) male pt who received super poligrip original denture adhesive cream and super poligrip free denture adhesive cream) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started the formulations of super poligrip. At an unk time after starting the formulations of super poligrip, the pt experienced anemia. The pt lodged a product complaint of the formulations not holding his dentures and reapplying super poligrip 4 to 5 times a day. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the event was unresolved. Consumer reported he used super poligrip original until (B)(6) 2010 and switched to super poligrip free. Consumer reported he had anemia approx 5 years ago and has been fighting it off and on ever since. Consumer had blood work done recently and it showed he has anemia.

Manufacturer narrative:
Super poligrip is mfg in (B)(4). The lot number for super poligrip original is not available while the lot number for super poligrip free is available. It is unk whether the products will be returned for quality assurance testing. (B)(4). Additional lot #: x10132.